Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 910 mg/dl. The customer thought she was getting the flu. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the customer stated that the daily totals were not adding up correctly. The customer also stated that during bolus and basal deliveries, the insulin pump appeared to be delivering insulin, but nothing was getting into the customer's body. Advised the customer that the insulin pump would be replaced. Nothing further was reported.